Event description:
A hospital reported to our distributor that a rt134 adult breathing circuit did not complete the pre-use check test on a maquet servo I/s ventilator. The hospital then changed the circuit for another rt134. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. The device is expected to be returned to fisher & paykel healthcare. No information to date. Investigation still underway, no results to date. No conclusion can be made at this time.